Event description:
It has caused serious pain in my stomach and back constantly having headaches irregular periods last month I had a one day period and I fatigue feel like I have the flu almost every day and none of the dr out here know anything one dr told me to get a hysterectomy and I don't want that I was not warned it had nickle in it I'm always sick before I had it I was fine. I've been living like this for 4 years trying to figure out what is going on with my body and my insurance dose. Not cover to get it taken out.